Event description:
The reporter stated that the patient experienced blood glucose (bg) of 500 mg/dl with extreme thirst and tiredness. She denied ketones and other physical symptoms. Customer support (cs) advised the reporter to contact the patient's health care provider for instructions on how to correct elevated bg,. Cs reviewed the pump with the reporter and found no mechanical issues. There were no issues found with the site or set. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation, moisture was found inside the display lens and inside the pump. The pump was unable to power on due to moisture damage and further investigation was not able to be performed.